Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The air gas module was found defective and was replaced. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
The ventilator failed the internal leakage test during pre-use check ,displaying the message "system volume too large". There was no patient involvement. Manufacturer's ref. #: (B)(4).